Event description:
It was reported the patient could ¿move the ins¿ and that she could also ¿put her fingers all the way around the ins¿ in 2013. As of 40 days after initial report there had been ¿no interventions¿ planned. The patient reportedly still had stimulation and her ins battery was half full at the time of initial report. The patient¿s ins charged ¿just fine¿ at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).